Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. The patient was reimplanted with a new device during the same surgery. This report is filed june 23rd, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.